Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant is affected. Later, healthcare professional reported rupture. This record is for left side. The device was explanted and replaced with another manufacturer's device..